Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The patient was not hospitalized for the event of peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with vancomycin (ip, dose and frequency not reported) for peritonitis. On an unreported date, the patient recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available.